Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 09-nov-2018 under work order (B)(4)and sold on 26-apr-2019. Manufacturing record review: DHR-234247 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: (B)(4)- 04-oct-2022- missing o-ring seal. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 08-nov-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve seal plunger being worn. This is being attributed to normal wear and tear. *correction and/or corrective action the main valve seal plunger was replaced. The unit was tested ok to form-prod 682 and returned to the customer. No further training required at this time. Preventative action activity: coopersurgical will continue to trend this complaint condition.

Event description:
After using a short while, trigger sticks partially open & will not close & shut off. (Same as before sent in 9-26-22 for repair). Fs log# (B)(4). Wallach ultra freeze 900076 (B)(4).

Event description:
After using a short while, trigger sticks partially open & will not close & shut off. (Same as before sent on (B)(6) 2022 for repair). Fs log#: 99422. Wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.